Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that during the hm follow up an important decrease of sensing values, 10 mv to 2.8 mv, was found. The physician decided to invite the patient to a follow up. The x-ray image showed the lead was in a position similar to the one at the implant, but slightly dislodged and situated in the septum of the ventricle, with the screw exposed. The physician decided to reposition the lead in the apex of the ventricle and good values of sensing, impedance and pacing threshold were found. The lead remains implanted. Should additional information become available this file will be updated.